Manufacturer narrative:
The customer contact informed ge healthcare that the patient information for this event is unavailable. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control board and software were replaced. The unit was returned to service.

Event description:
The hospital reported a system reset alarm during a case, causing a loss of mechanical ventilation until the unit was restarted. There was no report of patient injury.